Manufacturer narrative:
D10: concomitants: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 300-30-06 - equinoxe preserve stem 6mm, (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta), (B)(6) 314-24-23 - laser cage glenoid m, 8 post aug, left, (B)(6), 531-78-20 - shouldr gps hex pins kit, 07025323058 (B)(6), - gps implant kit v2.

Event description:
It was reported that a male patient, initial left shoulder implanted on (B)(6) 2024, was converted to a reverse on an unknown date. The patient¿s shoulder was very stiff. Following the patient¿s index surgery, he developed some deltoid atrophy and showed some suprascapular and axillary nerve atrophy on emg. The surgeon decided to convert to reverse. The event happened sometime towards the end of the year. The head, replicator plate, and torque screw were removed. The stem was well fixed and retained. The laser cage glenoid was loose and able to be pulled out with a rongeur. A posterior baseplate, 2 34mm screws, 1 30mm screw, 38mm expanded sphere, locking screw, 38mm 0mm liner, 0mm tray, and reverse torque screw were implanted. Cultures were taken. There were no device breakages during the procedure. There was less than a 45-minute delay during the procedure, with no adverse event to the patient. The delay was in reference to the need for a revision surgery at all. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted product is available for return. Images were provided. No further information.